Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (arm) and their blood glucose levels rose to 400 mg/dl while wearing the device between 36 and 48 hours. The patient sought medical attention on (B)(6) 2025. It was reported that when the pod was placed, the patient felt a pinch that was more painful than usual and within an hour and a half, significant pain developed at the site and blood glucose levels began to rise. Symptoms reported include significant pain, skin irritation, inflammation, elevated blood glucose levels, nausea, swelling, and redness. The patient was diagnosed with an infection due to incorrect cannula insertion. The patient was prescribed antibiotics and was discharged the same day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 operating system: bp2a.250605.031.a3.s911u1ues6eyj5 hardware: sm-s911u1 cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
No damages were observed that would contribute to the reported infusion site or unsure properly inserted cannula complaints. The cause of the reported events could not be determined.